Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported events deflation and particles in valve was received on august 28, 2025, with lot number 2261096. Based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as unidentified (tear) opening. Particles in valve: not observed. As per the investigation procedure creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation". Healthcare professional reported later via rga "particles in valve". This record is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6(b), h6.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d.1., d.4., h.4., h.6., h.11.

Event description:
Healthcare professional reported "deflation". Healthcare professional reported later "particles in valve". This record is for the right side. The device has been explanted and replaced.